Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that a device interrogation was done in the clinic once the power on reset was identified.

Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6)1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission reported a device partial power on reset. The device remains in use. No patient complications have been reported as a result of this event.